Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part has been received, however, product investigation is not yet completed; no conclusion could be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had surgery on (B)(6) 2018, for treatment of a right hip fracture. The patient was implanted with one (1)(tfna) trochanteric fixation nail advanced, one (1) helical blade and two (2) distal locking screws. Inter-operatively, after the nail construct has been successfully implanted, the surgeon assembled the ball hexagonal screwdriver to the connecting screw instrument and the insertion handle instrument. Upon removal of the insertion handle the ball tip of the hexagonal screwdriver broke off inside the connection screw instrument. The ball tip portion of the screwdriver is still retained inside the connection screw instrument. Due to the broken ball tip issue, the surgeon had a large amount of difficulty removing the connecting screw instrument from the already implanted nail. In order for the instruments to be removed from the implanted nail, a midas rex drill and two diamond coated cutting disc were used to cut thru the insertion handle and the connecting screw instruments. Both instruments were cut in half and successfully removed. Surgery was completed successfully with a 90 minute time delay. The patient is reported in stable condition. Concomitant device: percutaneous radiolucent insertion handle (item # 03.037.112, lot # 9357527, quantity 1 each); cannulated connecting screw (item # 03.037.010, lot # 9144065, quantity 1 each); 12 mm/130 deg ti cannulated tfna 340 mm right sterile nail (item # 04.037.254s, lot # h295750 , quantity 1 each) this complaint involves one (1) device. This is report 1 of 1 for (B)(4). This report is for a screwdriver.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 03.010.517, lot 9067787: manufacturing location: haegendorf. Release to warehouse date: november 19, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: one percutaneous radiolucent insertion handle (part 03.037.112, lot 9357527), a connecting screw (part 03.037.010, lot 9144065) and an 8mm t-handle ball hex screwdriver (part 03.010.517, lot 9067787) was returned and all the three devices exhibit significant damage. However, based on the event description it was confirmed that the insertion handle and connecting screw had no alleged complaint and were received as concomitant devices. Per the technique guide, the returned parts are included in the trochanteric fixation nail- advanced (tfn-a) system and used for intramedullary fixation of proximal femoral fractures. Concomitant devices: a percutaneous handle (part 03.037.112, lot 9357527), was received. Visual inspection confirmed that the returned device was broken at its proximal nail connecting portion. Few fragments of the tip portion were not returned. Both the dimensional and functional test using the hex screwdriver was not able to be performed as the device was received with post manufacturing damage and missing fragments. Material test was not performed as it is considered to be irrelevant because the device was intentionally damaged by the user to remove the damaged screwdriver. Also, based on the complaint description that states surgeon using a rex drill to cut the insertion handle in half to remove the damaged hex-driver, it is determined that the insertion handle did not contribute to complaint condition. A connecting screw (part 03.037.010, lot 9144065) was received. Visual inspection confirmed that the returned device was broken at the shaft portion proximal to its hex head. Few fragments of the shaft portion were not returned. Both the dimensional and functional test using the hex screwdriver was not able to be performed as the device was received with post manufacturing damage and missing fragments. Material test was not performed as it is considered to be irrelevant because the device was intentionally damaged by the user to remove the damaged screwdriver. Also, based on the complaint description that states surgeon using a rex drill to cut the connection screw in half to remove the damaged hex-driver, it is determined that the insertion handle did not contribute to complaint condition. The returned 8 mm t-handle ball hex screwdriver (part 03.010.517, lot 9067787) was received with its broken hex tip that contributed to the complaint condition. The broken tip was lodged in the connecting screw and was able to be separated. The tip was observed to be broken at the region of its hex base. No new malfunctions were identified and the complaint was confirmed. Whether this complaint can be replicated is not applicable for this complaint condition as the returned device is already broken. The relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No material review reports, non-conformance reports, or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record (DHR) showed that there were no issues during the manufacture of the product(s), which would contribute to the complaint condition. The material, material properties, and hardness of the returned part(s) were determined to be conforming at the time of manufacture and based on review of the associated/available DHR(s) and based on the details of the complaint and investigation of the returned part(s), additional material/hardness testing is not required. During the investigation, no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. The shaft of the distal ball tip at the region of breakage was measured and found to be within specifications. A functional test was not able to be performed as the received concomitant devices were damaged and were cut in half. While no root cause could be determined it is possible that any unintended force during its removal or screwdriver insertion at an angle into the cannulated connecting screw recess, could have caused the complaint condition. Corrected data: lot and UDI number device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.